Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the capture management feature was causing the implantable pulse generator (ipg) device to only have a few years of service due to programmed maximum outputs on the left ventricular (lv) lead. Capture management was turned off to reserve the battery. The device remains in use. No patient complications have been reported as a result of this event.